Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is customer's nano system, medwatch with (B)(6) is friend's nano system.

Event description:
Caller reported blood glucose results of 420 mg/dl and 290 mg/dl on his nano system 1, 160 mg/dl on friend's nano system 2 within 10 minutes. Caller reported a separate comparison of blood glucose results of 268 mg/dl on nano system 1, 115 mg/dl on professional system within 10 minutes. No adverse event was reported. A request was made for the return of the caller's meter and strips, replacement sent. The friend's information was not reported; no request for return, no replacement.